Event description:
Boston scientific received information that the patient with this pacemaker underwent a routine generator change out procedure. After the device had been taken out of the pocket, the physician went to unscrew the leads and the header detached from the body of the device. The physician was able to successfully removed the leads from the header without complication. A new device was implanted. There were no adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. An x-ray of the device found that no wires were fractured due to the header separation. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Manufacturer narrative:
The device is currently undergoing analysis. When additioanl inforamtion becomes available, this report will be updated.